Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal tip cover and the tip cover is burnt. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of burnt distal tip cover is due to the use of the high-frequency instrument without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope endoscopic images are not displaying. The issue occurred during inspection for use. There were no reports of patient involvement.